Manufacturer narrative:
(B)(4). Eval: results: extremely calcified and tortuous lesion. Failure to deliver the stent and stent dislodgement. Eval: conclusions: extremely calcified and tortuous lesion.

Event description:
An attempt was made to deploy a 2.5mm diameter x 15mm endeavor sprint rapid exchange (rx) drug eluting coronary stent in to a pt. The target lesion, located in the cx, was described as extremely calcified and was predilated. The device was inspected prior to use with no abnormalities noted; however, it was reported that the physician encountered resistance advancing the device and upon withdrawal the stent dislodged from the balloon of the delivery system in the cx. It was reported that the dislodged stent was successfully deployed at site of deployment. After this, the physician attempted to deploy one other endeavor sprint rx stent to target lesion, however, resistance was encountered again and upon withdrawal the stent dislodged from the delivery device in the left main; however, it was successfully removed from the pt (ref MFR # 2953200-2010-02505). The pt is reported to be fine and no other clinical sequelae were reported.